Event description:
Patient underwent a successful trial of the nalu peripheral nerve stimulator system in (B)(6) 2021 and was subsequently implanted with the permanent system on (B)(6) 2022. More than one year after the implant the patient requested removal of the system due to lack of pain relief and some occasional discomfort. The system was explanted on (B)(6)2023.

Manufacturer narrative:
There are no indications of device or system failure or malfunction based on the information available to the firm. The explanted components are not available for examination due to being severely damaged during the procedure and thus discarded by the facility. No imaging or other test data was made available to nalu for evaluation. Inadequate pain relief is an inherent risk of the nalu system.